Event description:
It was reported that while using the dermatome device, the device was very noisy. There was damage to the hole in the knife (blade). ¿perhaps the knife (blade) vibrations are too fast?¿ also, excessive heat is produced. No info was provided regarding pt impact. Add¿l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.